Event description:
Related manufacturer reference number: 2017865-2021-33962, related manufacturer reference number: 2017865-2021-33963. It was reported that the patient presented with infection on their pacemaker system. Therefore, the entire pacemaker system, including the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead, was explanted and replaced on 27 sep 2021. The patient was in stable condition.